Event description:
The manufacturer received information alleging harm from the device. The customer reported the device caused a serious injury autoimmune inner ear disease and non-serious injuries of reported inflammation in ears, nose, throat, and body, nasal/throat irritation, and tinnitus. The medical intervention reported by the customer was infusion therapy with the medication humira, a CT scan/MRI, and surgery in both of his ears. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.